Manufacturer narrative:
Insulin pump received with blank display due to broken solder joint. Unable to verify low battery alarm due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer changed battery thinking that issue was with the battery, but states that display screen did not return. Customer's blood glucose was 122 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.